Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this pacemaker exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms and did not deliver pacing. The leads were implanted and tested on the pacing system analyzer (psa) with good measurements. The device had pacing enabled before it was handed to the physician. When the device was connected to the leads, the rv pacing impedance was not in range. The device was removed and reconnected three times without resolution. The leads were then tested again on the psa, with the same normal measurements. A new device of the same model was connected and normal impedance and appropriate pacing were observed. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of device memory confirmed there were no fault or error codes recorded. It was confirmed the pacing vectors were programmed to ra_unipolar and rv_unipolar when the device was received. The sensing vectors were programmed to ra_sense_off and rv_unipolar. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.